Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user's report was confirmed. The air channel was blocked. Additionally, the distal end adhesive as well as the c-cover were both cracked. It was also confirmed that the subject device had been insufficiently reprocessed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus evis exera iii colonovideoscope due to a blockage noted in the air channel while reprocessing. There was no patient involvement during this event. During the device evaluation, it was confirmed that insufficient reprocessing had been performed on the subject device. This report is being submitted to capture the insufficient reprocessing.

Manufacturer narrative:
The aware date should be 08-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where a the following defects were noted: switch button 1 cut; deep scratch on switch button 3; play on angulation control knob; distal end dented and scratched; bending section rubber glue cracked; insertion section scratched; universal cord scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the device reprocessing procedure differed from that of the device instructions for use (IFU). The following is included in the IFU and may help detect or prevent the event: "inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Precleaning the endoscope and accessories: "flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Manually cleaning the endoscope and accessories: "clean the external surface" "immerse the endoscope in the detergent solution." "Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Flush the air/water channel with detergent solution" "rinse the endoscope and accessories" "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below" olympus will continue to monitor field performance for this device.